Event description:
Pt augmented approx 30 yrs ago with silicone gel implants. Pt has bilateral capsular contracture with silicone bleed. Pt underwent bilateral capsulectomy and implant removal and internal mastopexy. Implants were not ruptured but did have silicone gel-bleed through the capsules.